Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer had experienced a blood glucose (bg) levels that range from (above 200 mg/dl- above 300 mg/dl). The customer would take boluses via the pump to stabilize bg level. The contact stated the suspected cause of elevated bg levels was due to customer being a teenager with stress from school. Troubleshooting could not be performed with tandem technical support as the alleged issue occurred in the past. It was indicated that the customer has consulted with the health care provider who has been adjusting basal rates.